Event description:
On 15th january, 2024 fujifilm healthcare americas corporation was informed of an event involving bl-7000. It was reported that the scope will not sit correctly in the port and is causing imagining issues with lines and colorful blocks. Prong at the top of port seems broken. The user had to shut down the entire procedure room due to no image. It caused a 2-hour delay in their procedure because the user had to wait for another procedure room to become available. There is no other information provided. Fujifilm is submitting this event in an abundance of caution.

Manufacturer narrative:
Ref comp #(B)(4).